Manufacturer narrative:
Following the case, the hospital biomed replaced the flow sensors. A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. Inspection of the replaced flow sensors noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit switched from pressure mode to volume mode on its own. It was further noted the unit had a reverse flow alarm. There was no reported patient injury.